Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 439-450 mg/dl. Ketones were present. Customer changed the infusion set and manual insulin injections to address bg. Contact took the customer to the emergency room (ER). Intravenous fluids and manual insulin injection was administered. After approximately 12 hours, customer left the ER in good condition. Bg was 156 mg/dl. Customer did not know cause of event. A pump system check was performed with tandem technical support; no device issues were identified.